Manufacturer narrative:
(B)(4). Evaluation (results) and (conclusion) were inadvertently entered in the initial medwatch form (#2024168-2001-01686) and have been removed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the suture broke during knot advancement. The sutures were then cut and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A suture break can be caused by a number of factors including, but not limited to, too much tension applied, or the suture was nicked. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). A sampling of finished devices is also tested to verify the functionality of the device. In this instance, based on the information received with this report and without the product to examine, a definitive cause for the reported breaking of the suture cannot be determined. The lot number was not identified;therefore, a device history record review could not be performed.